Event description:
A technician reported loss of suction occurred during flap procedure after laser fired on a pt's eye. Reporter indicated suction was lost at 19% completion, the pt interface was exchanged, and the procedure was completed with no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).